Event description:
The customer complained of questionable inr results for 3 patients tested on a coaguchek xs plus meter with serial number (B)(4). From the data provided, the comparison results from the same meter for 2 patients were a reportable malfunction. The meter results for patient 1 were 4.9 inr and 3.5 inr. The meter results for patient 2 were 5.0 inr and 3.5 inr. The customer did not provide the specific time of testing, but they stated that testing for the second result from the meter was performed immediately after the testing for the initial result. The customer did state that the same finger was used for retesting. There was no allegation of an adverse event. The customer did not know either of the patient's therapeutic range. The patients did not receive any treatment based on the meter results. The suspect meters and strips were requested to be returned for investigation. Relevant retention test strips (lot 294947) were tested in comparison with the current master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
The customer did not return any materials for investigation. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue. Please refer to medwatch field h9- correction/removal report no.